Event description:
It was reported that a spectrum pump alarmed door not fully latched. Any patient injury, involvement, or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was unable to be reproduced. Door not fully latched alarms were confirmed through review of the device history log and were determined to be caused by failed link screws. The failed link screws were replaced.